Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had poor communication, and was unable to communicate with the recharger. The last time stimulation was felt was 6-8 weeks ago, the last successful recharge session was 6-8 weeks ago. There were no symptoms reported. Other relevant medical history includes non-malignant pain and degenerative disc disease. On 2016-12-05 additional information received from the patient indicated that they had to go with another company to replace their battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.